Manufacturer narrative:
The device was returned and the evaluation found there was no signal output during receipt inspection, which was caused by a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center during installation of the new device, found that there was no signal output from the two sdi ports; dvi port has signal output, but the image was abnormal. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "there was no signal output from two serial digital interface ports" was caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.